Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument did not respond properly to controls. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside of the surgeon side cart (ssc) high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the ssc. It was unknown if the failure was related to an inability to move the instrument. It was unknown if the movements of the surgeon scale appropriately to the instrument. It was unknown if the instrument move in the intended direction. It was unknown of the timing if the instrument movement appropriate. It was unknown if there was any shakiness and or friction observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The issue was resolved by puller peel packed instrument. Drape & packing was not retained. The drape is not available for return. There was no harm or injury to the patient. The instrument was inspected prior to use and nothing out of the ordinary was observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting did not respond properly to controls, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed and the complaint regarding did not respond properly to controls was not confirmed by failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems including misuse of the product and recognition issues. Additional observation(s) not reported by the site were also identified: the instrument was found to have multiple input disks broken. Input disk #6, and #7 were found broken inside of the housing. Common causes of the failure mode are typically attributed to mishandling/misuse, most caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residua stress in the plastic portion of the input disk. This residual stress can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Additional: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The probable root cause of did not respond properly to controls cannot be determined based on the information provided and by failure analysis results. The reported event was not confirmed as failure analysis found the prograsp forceps instrument to be fully functional. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the prograsp forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.